Event description:
An IV catheter was placed in a male horse. The site was prepped with betadine scrub and alcohol. No problems were noted during insertion and no power injectors were used. The catheter was sutured to the skin. On 10/31/2006 the catheter was found to have broken inside the horse. They were concerned that the fragment would travel into the jugular vein or the pulmonary vascular area. An ultra sound was performed and again on two weeks later. The catheter fragment was unable to be located. The horse has remained at the surgery ctr as a result of this incident. No adverse effects have been reported at this time.

Manufacturer narrative:
H3: the owners of the horse have the sample in their possession. The owners have been contacted requesting the sample for analysis and have not responded at this time. A root cause analysis was unable to be performed as the sample was not returned.